Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.

Event description:
It was reported during an ablation procedure, while mapping with the cool patch duo catheter, the physician was not able to straighten the curve once the catheter was deflected and the catheter had to be removed with the introducer. The physician evaluated the curve of the catheter after removing it from the packaging and noted it deflected 90 degrees in one direction and even less in the other direction. The physician wanted to verify the curve at the appropriate temperature inside the pt and inserted it, with no difficulties. There were difficulties removing the catheter, due to the catheter being unable be straightened following deflection and the catheter became stuck on the introducer. The introducer and the catheter were removed together. The procedure was completed using another introducer and catheter with no consequences to the pt.